Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist: section: table 3.2 impella catheter components. ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella cp with smartassist for use during cardiogenic shock and high risk percutaneous coronary intervention. Section: cleaning: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
The user facility reported that an impella cp purge line was leaking. The purge cassette was exchange and the purgeline was still leaking. The leakage was noted to be between the purge filter and the pressure reservoir. Purge filter bypass and pump exchange were recommended as an intervention. Additionally, the patient was on inotropes due to septic shock. The patient was successfully weaned and explanted.

Manufacturer narrative:
The investigation of purge leak ¿ pump and infection/sepsis has been completed. The purge sidearm had been cut off the pump and was not returned, so the exact location of the leak could not be determined. Purge leak - pump: data logs were reviewed, and signs of a leak were noted on the reported date. Over the course of 1 minute, purge pressure dropped from 500 mmhg to 100 mmhg and triggered "purge pressure low." The purge cassette was replaced, but purge pressure remained low until the de-air procedure was completed about 1.5 hours later. Purge pressure remained stable at ~500 mmhg for the remainder of the case. Returned product was investigated and it was confirmed that a sidearm bypass had been done. The purge sidearm had been cut off the pump and was not returned, so the exact location of the leak could not be determined. Based on the clinical details provided and data log review, the root cause of the purge leak was determined to most likely be a damaged sidearm. The exact location and cause of the leak could not be determined because insufficient product was returned. Infection/sepsis: without further clinical details the root cause of the infection cannot be determined. D9 device returned to manufacturer date added.